Manufacturer narrative:
Concomitant medical products: product ID: dtpb2qq crt-d, date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent undersensing by the right atrial (ra) lead, leading to possible false device-classified termination of atrial tachycardia (at)/ atrial fibrillation (af) episodes and it was additionally noted that there appeared to be diminished sensing on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.